Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. Customer stated their insulin pump was beeping and there was a black solid circle on the screen. The customer's blood glucose was 126 mg/dl. Customer's alarm history showed a low reservoir alarm. The customer stated their temp basal was not programmed before the alarm occurred. The customer was advised the unexpected restart alarm was normal insulin pump behavior. The customer was advised to monitor their insulin pump. Customer was also assisted with rewinding and filling their tubing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.